Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The patient¿s current aneurysm maximum diameter is 76 mm. It was reported that the patient presented emergently with back pain. A CT revealed that the endurant bifurcate stent graft ipsilateral limb had migrated out of the right common iliac artery, into the aneurysm sac, and was facing laterally toward the patient¿s right side. The migration resulted in a distal type I endoleak. The physician elected to implant an endurant ii stent graft limb into the bifurcate ipsilateral limb and extended coverage back down to the hypogastric artery. The distal type I endoleak was resolved. The physician then observed that the endurant contralateral stent graft limb had less than 5 mm of seal zone coverage. The physician elected to implant an endurant ii stent graft limb on the contralateral side to obtain seal zone coverage measuring 25 mm in length. Per the physician, the cause of the migration was due to the patient anatomy of aortic remodeling over time as well as moderate calcification in the right common iliac artery. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.